Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections follow-up, what type, device evaluated by MFR, have been updated accordingly. As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1723602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes have been updated accordingly. As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open, the sealant sleeve was pulled back against the shuttle hub, and the syringe was not connected to the device as received. The sealant, advancer tube and procedure sheath were not returned with the device. The condition of the returned device indicates a complete removal of the device. However, it is unknown if the device was manipulated post the procedure. Without the return of the sealant and advancer tube, functional testing on the returned device could not be conducted. Review of lot f1723602 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Without the return of a complete device and with the limited information provided, the reported event of failure to achieve hemostasis could not be confirmed, and the exact cause of the event experienced by the customer could not be conclusively determined. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1723602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. The device was clinically used and will be returned for analysis.